Event description:
It was reported that the patient presented to the emergency room for inappropriate shocks. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise oversensing which led to inappropriate shock. No programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: previously reported b5 should have included "the rv lead was explanted and replaced" instead of "no programming changes were made". Previously reported h6 (health effect - impact code) should have been "4625 - additional surgery" instead of "4614 - serious injury/ illness/ impairment".

Event description:
It was reported that the patient presented to the emergency room for inappropriate shocks. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise oversensing which led to inappropriate shock. The rv lead was explanted and replaced. The patient was stable.